Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms and clock resets can be confirmed based on the information recoded in the log file retrieved from the returned system controller, serial number (B)(6). The log file contained data recorded from the time stamp of day 1615, 2 hours and 41 minutes to day 1615, 6 hours and 22 minutes when a complete power loss occurred and the clock reset to 0 days, 0 hours and 0 minutes. The events recorded from day 1615, 2 hours and 41 minutes to day 1615, 5 hours and 51 minutes revealed multiple power cable disconnect and low voltage advisory alarms. The associated voltage levels may suggest that the majority of these events occurred while on batteries. The data captured from day 1615, 5 hours and 51 minutes to day 1615, 5 hours and 59 minutes revealed that some events were out of sequence (1615, 5 hours and 53). Based on the recorded events, it appeared that the controller briefly reverted to backup mode resulting in multiple alarms conditions, including low speed and low flow alarms. The recorded speed during the event was between 0 rpm and 1360 rpm. Although the event appeared to be related to insufficient power supply to the controller, the specific root cause was not able to be determined. The remaining of the log file, from day 1615, 6 hours and 0 minutes to day 1615, 6 hours and 22 minutes revealed the system operated at the set speed in primary mode and there were multiple power cable disconnect and low voltage advisory alarms. The data recorded at day 1615, 6 hours and 22 minutes suggested that both power cables were disconnected simultaneously resulting in a complete loss of power and pump stop. After the power was restored, the system initiated operation at the set speed and the clock was reset to 0 days, 0 hours and 0 minutes. The system operated for approximately 1 hour and 15 minutes before the controller was exchanged. The returned system controller was functionally tested and it was found to function as intended. A full functional test was performed, and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The system controller was disassembled and visual inspection of the internal components was unremarkable. The power cables internal wires were measured and all wires and their insulation were intact. In conclusion, the specific root cause for the events captured in the log file was not able to be determined. The shop orders were reviewed and the records revealed the system controller was manufactured in accordance with manufacturing or quality assurance (qa) specifications. The patient handbook (rev. D), operating manual (rev. F), and instructions for use (rev. B) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvas equipment including the system controller. The patient handbook also provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook also contains an emergency response checklist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: low voltage alarms also continued to occur despite the controller exchange.

Event description:
It was reported that the patient experienced multiple asymptomatic clock resets on (B)(6) 2023 when they switched from battery power to the power module (ppm). The alarm was not captured on the ppm. Log file analysis captured several power cable disconnects while the patient was connected to battery power. The reported pump stops and pump speed drops appeared to be related to the patient disconnecting both power cables from their controller. The patient's battery clips were exchanged on (B)(6) 2023 and (B)(6) 2023 which did not resolve the issue. The patient's controller was then exchanged on (B)(6) 2023 however, a red heart alarm occurred on (B)(6) 2023 while the patient was connected to their new battery clip. The customer had concerns for driveline fatigue. Subsequent log file analysis continued to captured power cable disconnect alarms with pump stops and speed drops, as well as low voltage advisory alarms. These issues indicated an issue with the percutaneous lead. The low voltage alarms were thought to be related to connection issues between the battery clip and battery. Further review of the log files indicated the patient was experiencing a short to shield within the driveline. The alarms reportedly self-resolved. Related pump MFR #: 2916596-2023-00597.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.